Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown. Expiration date - unknown. Implant date - unknown. Explant date -unknown. Device manufacture date ¿ unknown.

Event description:
It was reported, expired product implanted. Patient status: no information provided.